Event description:
It was reported the pump under delivered. 43 out of 46 hours of the drug was already given. Per facility there were 9 minutes left to infuse - with 4 hours worth of drug not infused- they did not reconnect the patient. Tubing possibly leaking where the bag connects to the disposable. Tubing was loosely wrapped around the pump and placed in pouch. Label eroded due to drug saturation within the pouch. No patient injury reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided in h.2., and h.6. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.